Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date; inratio; 1.0; lab; 2.0. Caller alleged imprecision with inratio. Results as follows: first test inr =2.3 (week1); second test inr =2.2 (week2); third test inr =1.0 (week3).

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date; inratio; 1.0; lab; 2.0; mean; 1.5; confidence limits; 1.1-1.9. Per internal procedure, tr 0150, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are outside the confidence limits for inr testing. Products will be tested. Inratio precision data provided by end-user lot: first test inr = 2.3 (week 1); second test inr =2.2 (week 2); third test inr = 1.0 (week 3). Mean =1.8; sd = 0.72; %cv =39%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. The tests were done >3 hours. Per tr0150, the comparison was considered invalid.